Manufacturer narrative:
Product was not returned for eval. A review of the lot batch records and chemical testing of the retain sample showed all requirements were met. A recall (z-1026-2011) was completed in 2011 for this lot.

Event description:
Retailer reported that a consumer claims the solution caused contact lenses to turn cloudy. This complaint is recorded against a product lot that was recalled for a reported potential compromised package sterility concern. A recall (z-1026-2011) was completed in 2011 for this lot.